Event description:
There is no evidence to suggest that the device caused or contributed to this event. The patient was treated as part of the mimics 3d USA registry study on (B)(6) 2021. At index procedure the patient was treated for a restenotic lesion of the sfa proximal third to sfa middle third of the right leg. One biomimics 3d stent was implanted. On (B)(6) 2021 a restenosis of the same segment was identified when the patient presented to clinic with right leg pain and claudication and was treated with standard balloon angioplasty/ percutaneous transluminal angioplasty on (B)(6) 2022. The event was described as definitely related to the device. This event is reported as being target lesion related. The patient outcome is described as "resolved/recovered". The device remains implanted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of pain,claudication and restenosis leading to intervention is listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Section d4 is being corrected to update the UDI from (B)(4) to (B)(4).

Event description:
There is no evidence to suggest that the device caused or contributed to this event. The patient was treated as part of the mimics 3d USA registry study on (B)(6) 2021. At index procedure the patient was treated for a restenotic lesion of the sfa proximal third to sfa middle third of the right leg. One biomimics 3d stent was implanted. On 13-dec-21 a restenosis of the same segment was identified when the patient presented to clinic with right leg pain and claudication and was treated with standard balloon angioplasty/ percutaneous transuminal angioplasty on (B)(6) 2022 . The event was described as "not related" to the device but related to a worsening of the patient's pre-existing condition. This event is reported as being target lesion related. The patient outcome is described as "resolved/recovered". The device remains implanted.

Manufacturer narrative:
On 12 april 2022, the site updated the device relationship from "definitely related" to "not related" and was reported as related to a worsening of pre-existing condition. Section b.5. Has been updated to reflect this information.